Event description:
It was reported that the patient presented in clinic. Via chest x-ray, it was discovered that the left ventricular (lv) lead was dislodged and was exhibiting loss of capture. The lv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.